Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: device is turning on but stuck on the self test screen and start alarming. No patient involvement.